Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to dust. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the EU-me2 was connected to the cv-190 via comp hd serial digital interface (sdi) out on the EU-me2 and comp out on the cv-190. Tac instructed the customer to remove the cable from comp out to sdi in on the cv-190. Afterwards, the customer was able to view the endoscopic ultrasound (eus) screen, but no image was shown. Tac asked the customer to power down the cv-190 and disconnect the video pigtail cable from the processor. The customer checked the cable for damaged and confirmed heavy dust. Tac asked the customer to have a biomed clean pigtail cable before reconnecting to the cv-190. Thereafter, the issue was resolved. The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display endoscopic ultrasound image on the screen when utilized with bf-ue160 connected with to an EU-me2. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.